Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision due to bone resorption.

Manufacturer narrative:
An event regarding revision due to bone resorption involving a gmrs distal femoral component was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: the gmrs distal femoral component was the only component reported for the event of revision due to bone resorption. The distal femoral component is fixed in place with an extension piece and a stem component that would secure it into the bone, however these components were not reported by the customer. The gmrs distal femoral component does not interact with bone therefore the component did not contribute to the event of bone resorption. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision due to bone resorption.